Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced bladder erosion, vaginal erosion, vaginal infection, vaginal odor and discharge, vaginal pain, sexual complications and increased incontinence. The device was explanted in 2001. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, unable to determine if the device met specs and are unable to determine the specific relationship of the device to the event.